Manufacturer narrative:
Lot review: a review of lot# 3371513 showed that 520 units were manufactured, tested inspected and released on 01/2017 citing no exceptions documents.

Event description:
Complaint received regarding eight 011-46113-72, report states: ...the access port cracks and breaks when accessing and this is not on every patient but it has now occurred 8 times during the last few months of which two previous incidents were reported to us. A staff member explained that when blood samples have been taken from sampling port a number of times the access point becomes more difficult. The blood sprays out of the port and can spread to surfaces... No adverse patient consequences reported.